Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary inc ontinence, cystocele, and enterocele. It was reported that after implant, the patient experienced hematuria and bacterial infection present in urine. Treatment includes surgical revision of the mesh.